Event description:
Customer reportedly obtained results of 109 mg/dl and 237 mg/dl on the aviva system within 10 minutes. Customer ate in response to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.